Event description:
It was reported that the ventilator reset twice while connected to a patient. It is unknown if the ventilator audibly alarmed when the reported problem occurred. The patient was placed on a back-up ventilator. No patient harm reported.